Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that the patient presented in the ER after receiving high voltage therapy due to noise. Noise was not reproducible on the sense amp channel but there was noise on the coil vectors. The defib therapy was disabled.